Event description:
It was reported that during treatment with three (3) units of a prismaflex set used on prismaflex machine, an unspecified "access issue" occurred. This resulted to "self-test failures" and "set disconnections". The patient lost three sets of blood. Air was visible throughout the access line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: phone number: (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.